Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021: instrument channel: unspecified microbes (3 cfu/ml). Air/water channel: enteroccus faecium (529 cfu/ml). Second time; (B)(6) 2021: air/water channel: unspecified microbes (3 cfu/ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor innova e3. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus (B)(4)for evaluation. In the evaluation of oekg the following was confirmed; control boby cover leaky, manual check distal end cap insulation insufficient, distal end cap cracked, bending section rubber glue porous, insertion tube and protector insertion tube wrinkled at adhesive, outer condition b s-cover leaky, outer condition b s-body unit deformed, specified angle and orientation achieved angulation insufficient, bcu wear and tear, universal cord scratched, connector wear and tear, freeze knob scratched. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument, the air/water channels of the device. The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.